Event description:
The autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.